Event description:
On (B)(6) 2022, a customer complained to ortho care after obtaining what was described as discrepant negative gradings of reactions in antibody screening for one patient using the ortho mts system in conjunction with their ortho mts provue analyser, sw vers 3.2 complainant/complaint reporter: (B)(6) - laboratory technologist. Date of events: (B)(6) 2022. Reported on: 29 april 2022 by (B)(6) to the orthocare helpdesk. Reagents: 0.8% surgiscreen lot vss361 expiry date 03 may 2022, ortho mts igg gel card lot 112021001-19 expiry date 21 october 2022, ortho mts igg gel card lot 011322001-04 expiry date 21 october 2022, 0.8% resolve panel a lot vra404 expiry date. Software version: 3.2. Patient information: known to be positive with an unidentified antibody. The customer reported that, on (B)(6) 2022, they had tested a patient sample for antibody screening using 0.8% surgiscreen lot vss361 and ortho mts igg gel card lot 112021001-19 in conjunction with their ortho mts provue analyser and that they had obtained negative reactions with the three cells of the red cell reagent. The customer reported that visually they would have graded the reactions with cells 1 and 2 as weakly positive. The customer reported that they cleaned their provue diffusion plate and repeated testing due to the patient having a known history of an unidentified antibody. The customer reported that, on (B)(6) 2022, they had retested the same patient sample for antibody screening using 0.8% surgiscreen lot vss361 and ortho mts igg gel card lot 011322001-04 in conjunction with their ortho mts provue analyser and that they had obtained negative reactions with the three cells of the red cell reagent. The customer reported that visually they would have graded the reactions with cells 1 and 2 as weakly positive. The customer reported that, on the same day, they tested the patient sample for antibody identification using 0.8% resolve panel a lot vra404 in manual method, and that they had obtained weakly positive reactions with cells 3, 4, and 9 of the red cell reagent. The customer did not confirm if an antibody was identified. No further detail was provided. The customer reported that no biased result had been reported to a physician. The customer reported that the patient had not been harmed as a result of the reported events.

Manufacturer narrative:
(B)(4). Email address for contact office: (B)(4). Discrepant negative grading of antibody screening reactions for a patient sample with an unidentified antibody. The misreading of the reaction obtained on the ortho mts provue analyzer is not confirmed. The most probable assignable cause is sample related, the unidentified antibody being weak or at detection limit of the reagent/technique used and/or associated with the variability of expression of the unidentified antigens present on reagent red blood cells. No general product failure was identified. No biased result was reported to a physician. The patient was not harmed.